Event description:
I had a transoral fundoplication with hiatal hernia repair at uci (B)(6) 2021. After the procedure my issues never really went away. It was almost two years later that it was discovered that the gore bio a mesh that was used for the hiatal hernia repair did not work. The original doctors gaslighted me, telling me I was imaging what I was experiencing I then went to another organization and saw the head of gastroenterology there and new tests were started. The final test shows that I still have the hiatal hernia and the mesh did not work. At another facticity when I had a CT scan of my lungs and abdomen the hiatal hernia showed up on this one too.